Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 40, 75cm mustang was advanced for dilatation. However, upon first inflation at 6 atmospheres for 10 seconds the balloon ruptured at the middle in pinhole form. The device was removed and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.